Manufacturer narrative:
(B)(4). Follow up for device evaluation reports indicated the presence of flash within the fluid path, cracks, and embedded particles. To support the investigation, the quality team received twenty four samples bulk packaged samples in two plastic bags, along with three photographs, for evaluation. One plastic bag contained twenty-one, while the second contained three samples. A visual inspection was conducted on all samples received. Eighteen samples exhibited no defects or imperfections. Two samples displayed a gouge at the bottom of the syringe barrel, one sample contained an embedded dark colored speck within the syringe barrel, and three samples showed material at the bottom of the syringe barrel consistent in color and appearance with molding lubricant. The photographs provided depicted several of the submitted samples. One photograph showed what appeared to be flash in the luer lock area, however, plastic flash was not observed on any of the physical samples received. No additional defects or imperfections were identified during the evaluation. Embedded degraded resin within a component typically occurs at startup or intermittently during the injection molding process, during which degraded material may break free and become incorporated into molded components. Barrel damage may occur if a jam is present during the assembly process. The presence of equipment lubricant on a unit may result if residues are not adequately removed following equipment repair or maintenance activities. A review of the device history record was completed for material number 301033, lot 5169079. The review did not identify any quality issues during production that could be associated with the reported condition, and no related quality notifications were documented. All manufacturing processes and final inspections were performed in accordance with specification requirements. The samples will be shared with associates for awareness. To date, no other similar events have been reported for this lot. Based on the investigation and the analysis of the returned samples, the symptoms reported by the customer are confirmed.

Manufacturer narrative:
H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by customer embedded particles.